Event description:
This is a spontaneous report by a nurse in (B)(6) of peritonitis in a female patient (B)(6) coincident with dianeal-n pd4 1.5 and extraneal viaflex therapies. On an unreported date, the patient began therapy with dianeal-n pd4 1.5 (1.5l, 3 times a day, lot number not reported) and extraneal viaflex (1.5l, once a day, lot number not reported), intraperitoneally (ip) for chronic renal failure. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent. On (B)(6) 2011 the patient was hospitalized due to the event of peritonitis. Remedial therapy with unspecified antibiotics therapy was rendered. The patient was recovering from the event of peritonitis and peritoneal cloudy effluent. The route of the peritonitis infection was unknown. Dianeal-n therapy was ongoing, however, on an unspecified date in (B)(6) 2011 extraneal viaflex therapy was temporarily withdrawn. Concomitant medications were not reported. The nurse believed the event of peritonitis was not related to dianeal-n pd4 1.5 and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.